Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl with high ketone levels. To address elevated bg, the customer administered a manual insulin injection with insulin they removed from the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue.